Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with noise on their right ventricular lead. The noise was too large to program around. It was also noted that the patient suffered an inappropriate shock when exerting himself. The lead was capped and replaced on (B)(6) 2020. The patient was stable.